Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2013, and then experienced revision surgical procedure on (B)(6) 2023 approximately 10 years and 2 months after initial implant. For a period of years after having the exactech right knee replacement, the implant functioned normally. Eventually, she began to suffer increasing pain, swelling, and instability in her right knee. Upon the revision of the optetrak logic device, the surgeon observed signs of severe wear on the patella, as well as osteophyte production. The operative surgeon revised and replaced the patellar, femoral, and tibial components. No images were provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants: 2518155 02-010-01-0320 - logic femoral ps cem right sz 2 2622986 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t 2492594 200-02-32 - three peg patella 32mm 32352 203-90-21 - (11-2716) hall pwr pro vrspwr+ 90x13/21x1.19mm pending investigation. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g1, g2, g3, h6. The following sections were corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.